Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2023-19205.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results and subsequently experienced no symptoms. A comparison blood glucose test of 299 mg/dl was obtained on the healthcare professional meter and requiring third-party, husband administration of orange juice and chocolate for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results and subsequently experienced no symptoms. A comparison blood glucose test of 299 mg/dl was obtained on the healthcare professional meter and requiring third-party, husband administration of orange juice and chocolate for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based on the customer's report of "january or february". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.